Manufacturer narrative:
Add'l info was requested, however none was available. The investigation is in progress. A sample has been received and is awaiting eval. A root cause has not been identified. (B)(4).

Event description:
A customer reported that fluid was backing up in the air line during two vitrectomy procedure. Each time they were able to clear the fluid from the tubing and proceed without any impact to the case or pt. Add'l info was requested, however, none was available.